Event description:
It was reported by the aci sales professional that a (B)(6) male patient underwent a diagnostic left heart catheterization procedure on (B)(6) 2012. Access was obtained at the right common femoral artery via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 9mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was prepped as instructed by the IFU and inserted through the procedural sheath. The balloon was inflated until the black marker was fully visible on the inflation indicator and the stopcock was turned to the lock (close) position. The physician pulled the balloon back to engage the sheath, felt the first resistance and continued pulling to the second resistance. At this point the entire device and procedural sheath came out of the arteriotomy. It was noted that the balloon had ruptured. The physician held manual compression for 2 minutes. Then the scrub tech took over manual compression for the physician and held for an additional 13 minutes. Hemostasis was achieved and the patient was transported to recovery. The patient was ambulated and discharged to home the same day with no reported clinical sequela.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a longitudinal tear at the balloon, approximately 4mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1224405) indicated that the device lot met all established performance criteria prior to shipment.